Manufacturer narrative:
The customer reported event of 'autopulse platform system (sn (B)(4) displayed ua07 (discrepancy between load 1 and load 2 too large) error message' was confirmed during functional test and per archive data. The root cause was due to both load cells damage, possible caused by wear and tear due to the additional physical damage exhibited in the autopulse platform system. Unrelated to the customer reported event, during visual inspection, the autopulse platform system was found to have a top cover, front enclosure and battery lock damage. The cause for the physical damage was due to wear and tear. The autopulse platform is a reusable device and was manufactured in 2009 and is more than 10 years old, it passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. Functional test could not be performed due to autopulse platform displayed 'ua07 (discrepancy between load 1 and load 2 too large)' error message upon powering up the device. Both load cells were replaced to correct this issue. Per review of the archive data, error message ua07 (discrepancy between load 1 and load 2 too large) occurred multiple times, thus confirming the reported complaint. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints reported for autopulse platform with sn (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that during training the autopulse platform system (sn 22408) displayed au07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.